Event description:
It was initially reported that the hcp experienced difficulty accessing the center port of the pump at refill. The patient was described as obese which may have been why they were having difficulty. The pump was visualized under fluoroscopy; the pump was flipped. The patient underwent surgical revision on (B) (6) 2010. The patient did not experience loss of therapy or side effects.

Manufacturer narrative:
(B) (4)